Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital staff intended to turn on the c1 and prepare the c1 for use. At that time, technical event: (B)(4) appeared on the screen and the alarm kept going off. The patient was not involved.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: the hospital staff intended to turn on the c1 and prepare the c1 for use. At that time, technical event:249013, 249011, and 249010 appeared on the screen and the alarm kept going off. The patient was not involved.